Manufacturer narrative:
Button was fixed, wi-fi pedal was reset, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the wi-fi pedal and table button malfunctioned on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.